Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, the catheter was removed for post-mapping. Then, it was noted that the valve leaked. The sheath was replaced, and the procedure was completed without patient complications. The sheath will not be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.